Manufacturer narrative:
Initial MDR was submitted by william cook europe under reference # 3002808486-2016-00063. Additional information provided on 13apr2016 determined this device was manufactured by cinc. Supplemental MDR# 1820334-2016-00278. The event is currently under investigation.

Event description:
It is alleged that patient received a cook gunther tulip filter on (B)(6) 2010 at (B)(6) medical center. It is alleged that patient was injured without further explanation. Patient is seeking punitive damages hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Investigation - evaluation: a review of the device record history and manufacturing instructions was conducted during the investigation. No information regarding the event has been provided. We have investigated based on the information received to date, and are closing the report until further information is received for investigation. Unable to comment on alleged injuries. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. If additional information is received, the report will be re-opened for further investigation.

Event description:
It is alleged that patient received a cook gunther tulip filter on (B)(6) 2010 at (B)(6) medical center. It is alleged that patient was injured without further explanation. Patient is seeking punitive damages hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Additional information: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "tilt, organ perforation, embedment, sharp pains, anxiety, depression". Cook will reopen its investigation if further information is received. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. It is unknown if the reported sharp pains, anxiety, depression is directly related to the filter and unable to identify a corresponding failure mode at this point in time. There is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on (B)(6) 2016 as follows: plaintiff allegedly received an implant on (B)(6) 2010 via the jugular vein due to precaution for lap band surgery. Plaintiff is alleging tilt, organ perforation, embedment, anxiety, depression, sharp pains at implantation site. Patient alleges attempted retrieval on (B)(6) 2010.

Manufacturer narrative:
A previous medwatch report was submitted under manufacturer report #1820334-2016-00278 as "initial follow-up #1" in section g7, but section g7 should have only been submitted as an initial medwatch report. The reports submitted as follow-up #1 and follow-up #2 for this manufacturer report number (mrn) sequence should have actually been submitted as the initial medwatch and follow-up #1 respectively. Therefore, the report submitted as "initial follow-up #1" is actually follow-up #2 for this mrn, but it was labeled as an initial medwatch report in order to eliminate gaps in the sequencing for this mrn (1820334-2016-00278). This follow-up, #5, is actually follow-up #5 for this mrn and serves as a correction and clarification to previous submissions under this manufacturer report number. All sequencing for this mrn is now corrected. Section d1 device name (gunther tulip jugular vena cava filter set) and section d4 catalog # igtcfs-65-jug also could not be populated due to technical limitations. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. .

Event description:
Per abdominal CT, dated (B)(6) 2018, "ivc filter has its tip at the level of the left renal vein unchanged since (B)(6) 2015. Inferiorly the attachment of the filter to the wall of the ivc is unchanged. The feet of the ivc filter borderline protrude beyond the ivc margins and are unchanged in position. Two of the feet of the ivc filter abut the anterior margin of the l3 vertebral body. Location and appearance grossly stable since (B)(6) 2015."

Manufacturer narrative:
William cook europe initially reported event under MFR report # 3002808486-2016-00063. New information was received identifying that the product was a cook inc. Manufactured device. An updated emdr report was submitted under cook inc. MFR report #1820334-2016-00278, follow up #1 and 2. This was in reference to william cook europe MFR report # 3002808486-2016-00063. Cook is now submitting an initial report to correct this issue. (B)(4). Investigation - evaluation: a review of the device record history and manufacturing instructions was conducted during the investigation. No information regarding the event has been provided. We have investigated based on the information received to date, and are closing the report until further information is received for investigation. Unable to comment on alleged injuries. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. If additional information is received, the report will be re-opened for further investigation.

Event description:
It is alleged that patient received a cook gunther tulip filter on (B)(6) 2010 at (B)(6). It is alleged that patient was injured without further explanation. Patient is seeking punitive damages hospital and medical records have been requested but not yet provided.